Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification, moderate tortuosity and 90% stenosis. A 2x12 mm trek balloon was used for pre-dilatation and the 3x28 mm xience alpine stent was deployed at nominal pressure. Post-dilatation was performed with a 3x12 mm nc trek balloon and a distal dissection was noted. A 2.5x18 mm xience alpine stent was used to treat the dissection. There were no reported adverse patient sequela. No additional information was provided.